Event description:
It was reported to boston scientific corporation that an ultraflex esophagal stent system was used during a stent placement procedure within the lower esophagus (procedure date not provided). According to the complainant, during the procedure, the user was unable to pull the deployment suture. Several unsuccessful attempts were made to release the stent. The stent system was removed from the patient. Following removal, it was noted that the stent was partially deployed. The user was able to deploy the stent outside of the patient although resistance was encountered. The procedure was completed with another ultraflex esophageal stent of a different type. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophagal stent system was used during a stent placement procedure within the lower esophagus (procedure date not provided). According to the complainant, during the procedure, the user was unable to pull the deployment suture. Several unsuccessful attempts were made to release the stent. The stent system was removed from the patient. Following removal, it was noted that the stent was partially deployed. The user was able to deploy the stent outside of the patient although resistance was encountered. The procedure was completed with another ultraflex esophageal stent of a different type. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4): stent deployment issue (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 18 mm. No issues were noted with the profile of the device. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.